Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr), posterior leaflet restriction, slight anterior prolapse, and paten foramen ovale (pfo) for a mitraclip procedure. Transseptal puncture was close to the large pfo. There were no issues during device preparation. During grasping attempts, the anterior grippers did not lower. The clip was retracted back to the left atrium to check the grippers, which did not lower. It was decided to retract the clip into the steerable guide catheter, but removal was difficult. Once the clip was removed, there was tissue on the grippers which prevented it from lowering. Per the physician, the tissue was a piece of the septum close to the pfo. Additionally, the clip was difficult to remove from the sgc because of the tissue attached to the gripper. At the end of the procedure, no left-to-right shunt was observed or gaping hole between the two atria. The clip was not kept. Two clips (a replacement and an additional clip) were implanted to complete the procedure. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue and difficulty removing the cds from the sgc appear to be due to tissue being attached to the gripper. However, a cause for the reported perforation cannot be determined. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no invention was performed for the perforation. There is no indication of a product issue with respect to manufacture, design or labeling.